Event description:
Report received indicated that there was thrombosis in the inferior vena cava (ivc). During a routine follow up, a CT scan was performed which demonstrated thrombosis on top and within the ivc filter. Pt was placed on thrombolytics due to ileo-femoral deep vein thrombosis (dvt) and is currently doing well. The post implant films were received. This product will not be return for eval and testing. Add'l info will be sent within 30 days upon receipt.